Event description:
It was reported by the customer that a pyxis medstation es system had a fatal error that occurred on the underlying data source. The customer reported that the malfunction occurred when the user tried to issue medication to a patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to network connection issue. A technical support specialist completed ka 000013811, 000007127, 000007544, 000007152 and saved the backup database to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.